Manufacturer narrative:
Correction : additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included a pressure test and a clear passage test with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to remove the cap from the end of one (1) clearlink system continu-flo solution set, the tubing pulled out of the hub. This issue was observed during setup while priming. There was no patient involvement. A new tubing was obtained and utilized for the medication administration. No additional information is available.